Event description:
The customer contacted baxter's (B)(4) regarding system error 2240 (air in set) alarm on the homechoice (hc) during dwell 3 of 4. The home patient (hp) stated that they disconnected during dwell. The hp will end therapy and contact the peritoneal dialysis nurse in the morning. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The batch review was not performed because the lot number is unknown. Labeling review finds the labeling adequate for the potential use error identified in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be performed. A follow-up report will be submitted if any additional information is received.